Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) had elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event. 2014-(B)(6): it was also reported that the lv lead had failure to capture.

Event description:
It was reported that the left ventricular (lv) had elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).